Event description:
It was reported that the device was explanted after an implant duration of approximately 36.6 months. Through follow-up with the health-care provider, it was learned that the device was explanted, due to endocarditis.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.

Event description:
It was reported that the patient has expired after implant duration of approximately 0.03 months. In 2009 (through follow-up with the health-care provider), a response was received; however, the cause of death was not provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.